Event description:
It was reported that the subject device had defective fiber-optic bundle with light that was too dark. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide-bundle of the video cable section is broken and the light transmission is lost or too low. Based on the results of the investigation, it is likely the following led to the malfunction: the light guide-bundle of the video cable section is broken and therefore the light transmission is lost or too low and cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.